Manufacturer narrative:
Product analysis: analysis was able to confirm the customer¿s comments as the output connector assembly and upper case around menu encoder were found to be broken. It was further noted that menu control knob was missing. The hanger assembly was found to be contaminated, a capacitor on main printed circuit board (pcb) was found to be damaged, liquid crystal display (lcd) backlight issue, connector on main pcb, battery drawer stuck, both output connector nut were discoloured, and hanger screw found to be contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector and a broken dial knob ventricular. The epg was received into service. There was no patient involvement.